Event description:
A report was received that the patient's ipg was not holding a charge for greater than 2 hours. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was not holding a charge for greater than 2 hours. The patient will undergo a revision procedure wherein the ipg will be replaced.